Event description:
During coil embolization within the aneurysm size 5.4x4.7, the coil broke while inserting into the aneurysm. The coil was retrieved using a snare. No part of coil remained in the aneurysm. The procedure was completed successfully. Reportedly there was one to one relationship between the coil and microcatheter (mc). The rhv valve was open wide enough. Prior to event, the coil was out of the mc when the mc was being repositioned/withdrawn. The mc was reshaped prior to use and shaping mandrel was used. There was no report of patient injury.